Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a b30 error displayed when the scope was plugged in, the video connector socket was damaged, the turret was deformed, water invasion traces, a cracked chassis and there was a non-olympus xenon found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, the light source has a communication error (b30) and image blackout. The issue occurred during an endoscopic ultrasound procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause for the event could not be determined. The cause of the reported, image blackout, could not be specified as the issue was not reproduced during evaluation. In regards to the b30 communication error, it is likely the issue occurred due to faulty scope socket. Olympus will continue to monitor field performance for this device.